Event description:
It was reported that the aq2010v +26.5 diopter three piece silicone lens tore as the surgeon was implanting it. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the event was the result of a tech loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation results: visual inspection of the returned lens showed a piece of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).